Manufacturer narrative:
Although requested, the device was not returned. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined.

Event description:
Additional information was received. The suture used for wound closure was not part of standard protocol. Reportedly, the silicone plunger(tip) expanded in the anterior chamber which made it difficult to remove the plunger out of the incision. The patient required a dsek procedure after the original procedure. Although requested, further additional information has not been received.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress and a follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during iol implantation one of the device haptics was cut off by the injector. The lens was cut out and replaced with an unknown model. The incision was enlarged. A stitch was required to close the wound. The patient has a follow up appointment to have their cornea repaired. In the surgeon¿s opinion faulty injector caused this event. Additional information was requested.